Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#:k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before the use of the bd vacutainer® sst¿ blood collection tubes, one (1) tube was discovered with piece of polystyrene seen inside of the tube. No adverse impact was reported regarding the patient or user.